Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 18290549; model/catalog description: linear st lead kit 70 cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the percutaneous cervical lead and thoracic percutaneous lead were replaced with a paddle lead. The patient was doing well postoperatively.